Event description:
Additional information received with the return of the leads indicated the patient's left ventricular lead also exhibited high capture thresholds.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed all configurations on the patient's left ventricular lead captured the phrenic nerve. The physician explanted and replaced the lead. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.